Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
A save to disk of the device memory planned to be performed at the next three month follow-up appointment. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Subsequently it was reported that the device could not be successfully interrogated when the patient was seen clinically for a follow-up device check. Magnet application did not produce expected tones. A 12-lead electrocardiogram showed no signs of any pacing therapy; however, the patient's intrinsic rhythm was 85 beats per minute, so it was not known whether pacing therapy had been affected. In a one-month period, the device's remaining longevity estimates had declined from three years remaining to four months remaining. Device replacement was scheduled, and the device was explanted and replaced two days later. Upon return to our post market quality assurance laboratory, telemetry could not be established with the device. Additional analysis is pending.

Manufacturer narrative:
Upon receipt, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an integrated circuit (ic). Detailed analysis confirmed that the ic issue created the high current condition and the suspected premature depletion.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of premature battery depletion. The patient was atrial pacing 0% and bi-ventricular pacing 100% at nominal settings. A boston scientific technical services consultant recommended obtaining a save to disk of the device memory and sending it in for analysis. To date, there have been no adverse patient effects reported.